Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk.

Event description:
It was reported that during a laparoscopic gastrectomy, the device was used at delta-shaped gastroduodenal anastomosis for ldg, oozing occurred from the cut end at firing on the stomach though the deployed staples were formed properly. The amount of the oozing was unknown. The oozing was stopped with an electrical scalpel. Blood transfusion was not required. The cartridges were blue. The patient expectorated blood and bleeding from the cut end of the anastomosis site of stomach and duodenum was observed on endoscopy 3 days after the operation. The bleeding was stopped by endoscopic clipping. After the care, the patient was stable. The patient had diabetes.